Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number: (B)(4). Event occurred in united states. On 13-may-2024, it was reported that insulin was oozing from the site. There was no harm reported with this complaint. No further information was given.